Event description:
Customer reported an erroneous low tobramycin test result was obtained when using the unicel dxc 800 synchron system. The erroneous test result was reported out of the laboratory, and questioned by the physician. The test was repeated in duplicate and a corrected report was issued. The customer reported that calibration and quality control were acceptable. There were no reports of death, serious injury or affect to patient treatment associated with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the analyzer. Performance testing, checking for cuvette dryness, carryover and precision was performed. All testing passed specifications. The fse identified the gripper/holder on the side of the sample rack compartment, used to hold the sample tube, appeared to be broken. This may have resulted in excessive movement when the sample probe was aspirating, affecting the accuracy of sample dispense. The customer performed precision testing and obtained acceptable results. The cause of the discrepancy in the tobramycin test results was not determined.